Event description:
A female pt underwent initial aaa repair in 2005. Patient underwent a fem-fem bypass to repair limb occlusion of the contralateral side on an unknown date (1820334-2007-00378). In 2007, patient went in for a revision of the ipsilateral side due to the right common iliac becoming aneurysmal. Another iliac leg graft was placed to seal it down to the external iliac.

Manufacturer narrative:
Evaluation: this event is still under investigation.